Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event after a pulmonary function test. The patient did report only sleeping approximately two hours the prior night and had to fast for the tests. The health care professional who began performing the test consulted a cardiologist and decided to not proceed further with the testing. The patient was then evaluated by his primary care physician and was determined to be okay. The patient was then referred to a cardiologist and a pacemaker nurse and remote interrogation of the device was requested. No adverse patient effects were reported.